Event description:
The implant failed due to poor bone integration. The implant was placed at #37. Traditional 2 stage surgery. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.